Event description:
Pt in surgery for left hip arthroplasty. The surgeon was using a 1/2 inch straight osteotome when a piece of the end that he was hammering with a mallet broke off. The piece fell onto the floor and was recovered in its entirety. The piece did not go near the pt. No harm to the pt. Manager of central sterile processing notified of incident. Manger tracking incidents of this nature.